Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number # 1627487-2024-00483, 1627487-2024-00485, 1627487-2024-00486. It was reported that the patient experienced loss of therapy and lead migration on all her leads, bilateral l5 and bilateral s1. Patient had a full lead revision, all leads replaced. Therapy restored.